Manufacturer narrative:
The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The insulin pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm or ramping numbers noted. The device was also received with a cracked case on display window corners, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 294 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.